Manufacturer narrative:
Previously submitted report in section describe event or problem, "the device's blower motor was replaced to address the issues" was incorrect. It should be, the blower noise would not have affected therapy.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's blower motor, system board and active exhalation control module were replaced to address the issue.